Event description:
Report 1 of 2 received of difficulty advancing the guidewire over the central venous catheter and subsequent difficulty removing the guidewire from the central venous catheter. On the initial venipuncture of the subclavian vessel, the customer reported good blood return, but the inability to advance the cahteter over the guidewire. The catheter was removed from the guidewire, the dilator was reinserted and the guidewire was removed. During a second attempt, a bend occurred in the second guidewire as the needle was being removed from the pt. The customer reported the inability to remove the guidewire through the catheter was due to the bend of the guidewire. The guidewire and catheter were eventually able to be removed. The pt did not receive a central line. A peripheral IV site was established. The pt received pt's antibiotic therapy via the peripheral access site. There were no reported adverse pt effects.